Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/12/2017 with the following findings: during investigation, the pump powered up to a call service 069 alarm. The call service 078 alarm was unable to be investigated due to the call service 069 alarm. The pump was unable to recover from the call service 069 alarm. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm.